Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of set screw would not tighten was confirmed. The pacemaker was returned for analysis. The atrial set screw was unable to be tightened upon receipt. Analysis found the wrenches were being inserted off-center and at steep angles and caused stripping on the ventricle setscrew inset that is consistent with user error and resulted in the reported event.

Event description:
It was reported the patient presented for initial procedure. During implant, the set screw on the pacemaker would not tighten. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.